Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. False elective replacement indicator (eri) triggered on (B)(6) 2016 and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that during the implantable pulse generator (ipg) follow up check, the device battery voltage was not available. Physician suspecting electrical reset occurred. Ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.